Manufacturer narrative:
Visual examination of the returned laser fiber revealed that the exposed glass tip measured 0.5mm and appeared used. Examination under magnification revealed that the condition of the glass tip was consistent with a fracture indicating that the tip or portion of the tip broke off. There were no signs of damage or other imperfections noted along the laser fiber¿s body. Functional analysis revealed that the ¿attach laser fiber¿ message cleared from the console after attachment indicating that the fiber was recognized by the laser unit. The aiming beam exiting the distal end of the fiber was clear, bright, and scattered with an effective transmission of 88.2%. The condition of the returned product confirms the reported event. The noted damages indicate difficulty was experienced during the procedure and are likely due to anatomical or procedural factors such as tortuous anatomy or maneuvering of the device. Therefore, a review and analysis of all available information indicated that the most probable root cause is operational context. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation on (B)(6) 2015 that a flexiva 200 laser fiber was used during a ureteroscopy with lithotripsy procedure in the ureter performed on (B)(6) 2015. Reportedly, the laser unit used was a lumenis versapulse powersuite 80/100w. According to the complainant, during the procedure, when the physician went to fire the fiber the second time, the fiber tip broke off. The procedure was completed with another flexiva 200 laser fiber. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.

Event description:
It was reported to boston scientific corporation on (B)(6) 2015 that a flexiva 200 laser fiber was used during a ureteroscopy with lithotripsy procedure in the ureter performed on (B)(6) 2015. Reportedly, the laser unit used was a lumenis versapulse powersuite 80/100w. According to the complainant, during the procedure, when the physician went to fire the fiber the second time, the fiber tip broke off. The procedure was completed with another flexiva 200 laser fiber. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Reported event of fiber tip detached. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.